Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an attempted implant placement utilizing tibial and fibular tunnels, the implant could not be advanced and intra-operative difficulties occurred with the inserter and suture. Following drilling as per the surgical technique, the implant was advanced through the fibular tunnel and the tibial tunnel was sought. After initial resistance, a mallet was used per technique; fluoroscopic imaging showed the implant had not advanced. The surgeon attempted to remove the implant through the fibular tunnel to redrill and verify trajectory but was unable to retrieve it. A subsequent attempt to locate the tibial tunnel was made, and after applying significant force the implant advanced slightly, then the inserter tip detached from the gray handle. When the surgeon lightly tugged the gray handle to deploy the sock, the suture broke and exited through the fibular tunnel which resulted in the sock being retained by the patient. Attempts have been made and no further information has been provided.